Event description:
It was reported that the device pinned the user up against a wall by the crossbar. No serious injuries or clinically relevant delay in treatment was reported.

Manufacturer narrative:
As a result of this report via social media, a stryker social media lead specialist made multiple attempts to gather further information regarding the alleged issues. These attempts included three comments replys on social media, attached in the comm log, requesting he respond with the requested information. No response was received. Based on the information provided and trending complaints, a stryker sr. Quality assurance engineer determined that the alleged device pinning the user up against a wall by the crossbar was likely not due to a component level defect. This was likely due to user error while operating the speed buttons during ascent/descent however this could not be confirmed. Multiple attempts have been made to gather further information surrounding the event, and the resolution, with no response received. Should a response be received, this complaint may be reopened and updated accordingly.

Event description:
There is no new information to report.